Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing, shortness of breath, wheezing and respiratory failure related to a bipap device's sound abatement foam became degraded and caused (symptoms). The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation.the device was evaluated. There was no mention of visual findings to the external part of the device.the internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was no visible foam degradation. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused the patient to experience difficulty breathing, shortness of breath, wheezing and respiratory failure. The patient was hospitalized and received medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.